Manufacturer narrative:
(B)(4): eval, results: no conclusion can be drawn. The stent should not be handled directly. Conclusion: root cause of tip detachment is undetermined. The stent should not be handled directly. Eval summary: the distal tip was detached and was not returned with the device. Two struts on the 13th proximal segment were slightly raised. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the u.s distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting in a pt. Info received from the field confirmed that damage was noted to the distal tip and that the stent was handled directly post removal of the protective sheath. It was also reported that resistance was encountered during insertion into the haemostatic valve, and when the device was withdrawn. Upon removal of the device, it was noted that the stent was damaged. No pt injury occurred and no clinical sequelae were reported.